Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the monitor was hot and could not pick it up. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.